Manufacturer narrative:
Results: bd received (B)(4) needles of the same lot from the customer facility for investigation. As this is a confirmed complaint, a DHR review is not required. Conclusion: absolute root cause cannot be determined. No investigation is needed as CAPA (B)(4) has been initiated to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter had blood leaking from the needle into the hub. No injury or medical intervention reported.